Event description:
The customer reported that the system shuts down. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the failure. The system operates as intended.